Event description:
My problems with essure were masked by the fact that I did not have an immediate allergic reaction, but had ongoing menstrual problems covered up by being given ablations and continuous oral birth control pills for years after essure was inserted. I now have dx of asherman's syndrome, ptls, pats, epstein barr, and hashimotos. None of these problems existed before essure. I had emotional lows with my periods before essure but never had the bleeding, pain and aggravation with menstruation that came after and led to approaches to manage noted above. Once taken off the bc pills over a period of months bleeding and pain worsened, excessive scarring was discovered, and the dx noted above all made.